Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013; 6935m implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the day after implant, the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead had dislodged into coronary sinus and had no capture. Due to the patient's poor anatomy options for placement, the lead was explanted and not replaced. An epicardial lead may be placed at a future date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.